Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
On (B)(6) 2021, its was reported that after a monarch-assisted bronchoscopy procedure, a pneumothorax was identified during post-procedure screening. Initially, the patient had a 5 to 10% pneumothorax in the left upper lobe. During the case, monarch forceps and medtronic arcpoint needle were used. The patient was released from the hospital the same day but was asked to return the following day for an x-ray. During the x-ray, it was observed that the pneumothorax was grown 40 to 50% from the original size. A chest tube was placed and the patient was released the same day. It was reported that the patient is doing fine and did not require any additional care or intervention.